Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with a peak blood glucose of 239 mg/dl after dinner while using the ilet, with uncertainty about a meal announcement and discovery of an incorrect am/pm time setting for meal entries; education and troubleshooting were provided to correct the time-of-day setting and review meal announcements. Symptoms included elevated blood glucose without acute clinical effects. Outcomes included transient hyperglycemia lasting a couple of hours that began trending down without use of backup therapy, ketone testing, professional medical intervention, or additional assistance. Investigation included user interview, device use history review, and troubleshooting and education. Investigation of this case revealed user interface interaction associated with incorrect time-of-day selection for meal announcements. It was concluded that the event was related to use error, with no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.